Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
According to the mother, the child does not react to her name, reacts only to loud sounds. Speech therapist noted a lack of reaction to sounds during lessons. The user was re-implanted on (B)(6) 2023.

Manufacturer narrative:
Additional information: reportedly the recipient had a decrease in hearing performance. According to the received information from the field, in situ measurements showed 4 channels involved in a short circuit likely after initial implantation surgery. In situ measurements performed on (B)(6) 2022 showed a pair of additional channels involved in a separate short circuit. A technical failure of the active electrode seems to be the cause for the decrease in hearing performance. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet. Despite requested no further information has been received.

Event description:
According to the mother, the child does not react to her name, reacts only to loud sounds. Speech therapist noted a lack of reaction to sounds during lessons. The user was re-implanted on (B)(6) 2023.

Manufacturer narrative:
Conclusion: based on measurements performed on the device whilst it was implanted it must be assumed that the explantation was due to a technical failure of the active electrode. However, an exact location could not be determined during investigation due to the device's received condition. Mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
According to the mother, the child did not react to her name, she reacted only to loud sounds. The speech therapist noticed a lack of reaction to sounds during the lessons. The user was re-implanted with a new device on (B)(6) 2023.